Event description:
On event date pt underwent placement of model cc-4204bf intra-ocular lens. Once inserted, the lens flipped, and upon removing the lens from the posterior capsule, the surgeon noticed that the capsule was torn. The surgeon then performed an anterior vitrectomy. It was stated by the doctor that she realized that the techs were using an "overused" injector.